Event description:
It was reported that a pt exited a bed over its side-rail, fell, and sustained a laceration to the forehead and a fractured sinus. The forehead laceration required stitches. Investigation revealed that the bed exit was working correctly but had not been set up by staff prior to the incident.